Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an external device and implantable neurostimulator (ins). Caller also reported that the intellis controller is faulty and it doesn't last more than 5 minutes when they turn it on. Caller stated that they leave it plugged in for an amount of time and controller reach 100% and when they plugged the recharger it usually comes on for about 5 minutes or so and then the controller goes off. Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powers on and no device found message. Caller also got the memory problem message but caller accidentally press ok and unable to setup completely. Agent reviewed no device found message. Agent had caller re insert the battery and confirmed green light was flashing above the screen. Caller confirmed no damage on the recharger cord and pins. Agent asked the caller to unplug the wall charger. Caller confirmed seeing battery low. Agent asked the patient to continue charging for 2 to 3 hours and call us back for further troubleshooting. Caller mentioned they didn't know they got the devices and caller wanted to be out of this pain. Caller also reported they expected for the implant to last 5 days but after a few minutes it would be gone.